Manufacturer narrative:
(B)(4) information was not provided by the affiliate. Information anticipated, but unavailable at this time. (B)(6).

Event description:
It was reported to baxter (B)(4) that the reservoir of a multirate infusor device ruptured during filling. The device was being filled with 50 ml of ropivacaine 0.125% at the time of the rupture. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Event description:
It was reported that during an unknown procedure, the staples were malformed during the procedure. The surgeon used a different circular stapler and hand sewing to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.